Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was slow to power on. It was noted that the programmer stylus was not functional. It was also noted that the programmer display dropped. It was further noted that the upper display hinges were broken and that there were cracked solder joints on the micro processor unit (mpu) at the keyboard connector. Furthermore it was noted that the floppy drive was not working and that the handle support and the power cord coating were damaged. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was slow to power on. The programmer was returned to service and subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.